Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device sustained impact damage. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Pads under q3 ¿ metal-oxide-semiconductor field-effect transistor (mosfet) were found broken beyond repair and q3 was found open (burnt).